Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the wrong patient was treated for atrial fibrillation (af) due to a transmission from another patient's implantable cardiac monitor (icm) device enrolled in the remote monitoring network with the wrong name. No further patient compilations have been reported as a result of this event.